Event description:
It was reported that during the procedure, the fiber tip detached. The procedure was completed using another fiber. There were no patient complications.

Event description:
It was reported that during the procedure, the fiber tip detached. The procedure was completed using another fiber. There were no patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned fiber concludes that the as reported fiber break cannot be confirmed as analysis of the returned fiber did not identify a fiber break. There was no anomaly detected with the returned fiber. Although analysis identified devitrification at the fiber tip, please note that devitrification is a normal degradation of the fiber which occurs through use of the fiber. It is caused by heat accumulation at the fiber tip causing the glass at the firing window to crystallize. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question.